Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at school and had symptoms of dizziness and shaking. She went to the nurses¿ office where the bg finger stick was 50 mg/dl. The parent believed the corresponding cgm value may have been in the 70¿s but she was not sure because she was not there. Glucagon was administered by school staff. Paramedics transported the patient to the emergency room (ER) where the bg finger stick was 180 mg/dl, and no corresponding cgm value was observed. She remained for observation at the ER for several hours and discharged home in stable condition. Although she was fatigued and stayed home from school the following day, within 2-3 days she felt normal. The following day when the event was reported to ts the same sensor remained inaccurate with the bg finger stick 200 mg/dl and the cgm 143 mg/dl. No symptoms or treatment occurred on (B)(6) 2022 and the sensor was removed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.